Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure at l3-s1, the surgeon was impacting on implant. Upon impaction, the spacer broke into three pieces. All broken pieces were retrieved. Surgeon used another spacer to complete the procedure, no harm to patient. Consultant also reported the locking cap was cross-threaded and would not engage, it continued to spin. This is 1 of 2 reports for event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that peek spacer was received three pieces. The pieces all showed gouges and grooves to the surfaces. All pieces were not returned for inspection and to reassemble the spacer. All measureable product dimensions met specifications. Due to damages, inspection could not be completed on several features. The lot number is unknown therefore, a review of the device history record could not be completed. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.